Event description:
An ent specialist reported a registration probe was damaged. This event reportedly did not impact the outcome of the pt.

Manufacturer narrative:
A medtronic rep visually evaluated the damaged probe in the field. He reported that the hind bump of the instrument is damaged and it needs to be replaced. A new probe has been sent to the site for issue resolution. The suspect probe has not been returned.